Event description:
It was reported occlusion alarms occurred, but the customer declined to troubleshoot issue or provide further information. There was no reported impact to the customer¿s blood glucose level. Caller was advised to contact tandem technical support again if problems continued, and no further action was taken.